Event description:
Additional information received corrected that it was unclear if the patient was overdosed as reported previously.

Event description:
It was reported that the patient was overdosed. It was indicated when the pump was implanted, the patient was started on 0.5mg per day but had decreased respirations, drowsiness and had stopped breathing. The pump was set to minimum rate mode and the patient's pain was managed until recently when they wanted to slightly increase it on (B)(6) 2012. The patient returned to the clinic that day and the drug concentration was changed from morphine 10mg/ml to 1mg/ml and clonidine was changed from 100mcg/ml to 20mcg/ml. The volume of the catheter was 0.48ml. It was indicated that the patient was kept at minimum rate of .062mg per day of morphine for 80 days in order to clear pump tubing and catheter. It was reported that the patient's next scheduled appointment was for (B)(6) 2012. The patient's outcome was reported as unremarkable for pain complaint according to the primary care providers (pcp's) annual note. The drugs delivered via pump were morphine and clonidine.

Manufacturer narrative:
(B)(4)..

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).